Event description:
The patient was bilaterally implanted with smooth saline mammary prostheses in 1999. Subsequently, the patient experienced a deflation of the right device, capsular contracture in the left breast and infection in both breasts. The devices were removed in 1999.